Event description:
It was reported that during cardiology programming on an external electrical shock, the defibrillator did not work immediately and they had to retry 3 times in order to shock the patient. The users replaced the pads and turned the device off and unplugged the device. The fse reported that according to the doctor and the biomedical technician, the synchronization mode (manual mode) was activated during the intervention and the patient had a heart rate. However, the defibrillator did not detect any, so it was impossible to deliver a shock despite the replacement of the electrodes and the use of paddles. After having restarted the equipment and reactivated synchronization (according to the doctor), the defibrillator finally could deliver a shock.